Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a cartridge (no lot number provided) with a handpiece and viscoelastic. Product history records could not be reviewed for the cartridge/handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic from a duopack was used but it is unk which one. The product investigation could not identify a root cause. There have been not other complaints reported in the lot. Additional info was requested by fax. A completed questionnaire was received. (B)(4).

Event description:
A surgical coordinator reported that following bilateral intraocular lens (iol) implant surgeries, a patient experienced halos and glare at night. Because of these, the patient is unable to drive at night. An eyedrop medication was given to the patient and it did not help with symptoms. There are two medical device reports associated with these events. This report is for the right eye.